Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 324-325 mg/dl and a 6.9 mmol/l ketone level resulting in a hospitalization. The customer performed infusion set site changed to attempt to lower bgs. The suspected cause of the adverse event was occlusions within the pump supplies. The pump history was reviewed and an occlusion was observed. The customer was treated with insulin and a fluids drip while hospitalized. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.